Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd 60ml syringe luer-lok¿ tip experienced air bubbles. The following information was provided by the initial reporter: caller reported syringe would continue to extend, filling syringe with air bubbles. Number of occurrences - 1. Did the caller insert the needle into the cartridge and encounter fill resistance? -no. Product with issue - bd 3ml syringe, (B)(4). Product lot # - unavailable. Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product available for return to bd? ¿ no. Resolution ¿ caller successfully filled a cartridge with insulin.